Event description:
A report was received that the scs was causing pain to the patient which caused anxiety even when stimulation was at its lowest settings. It was also reported that when it was turned off, the patient felt better. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the scs was causing pain to the patient which caused anxiety even when stimulation was at its lowest settings. It was also reported that when it was turned off, the patient felt better. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was allergic to the ipg. It was also reported that when the patient turned the stimulation up, it made him more nervous. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the scs was causing pain to the patient which caused anxiety even when stimulation was at its lowest settings. It was also reported that when it was turned off, the patient felt better. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient did not have pain anymore and wanted the device out. The patient underwent an explant procedure. No malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.